Event description:
It was reported that approximately one month post implant of three limb extensions in the left common iliac artery (lcia), the patient came back to be treated due to persistent distal endoleak. Reportedly, during the initial procedure, the physician implanted three limb extensions in the lcia; however, there was a small distal endoleak present at the end of the procedure. The physician elected to conclude the procedure and expected it would resolve on its own. The patient was being monitored, and the endoleak did not appear it would resolve. The patient was brought back and an additional limb extension was implanted, which resolved the endoleak. Additionally, coiling of the hypogastric artery was performed. The patient was reported to be doing well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.